Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that pacing impedance measurements were greater than 2,000 ohms. Lead to device header connections were verified to be appropriate. A lead fracture at the area near the clavicle was suspected.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise and high pacing impedance measurements. An invasive procedure was performed. The lead was surgically abandoned and replaced and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.